Event description:
It was reported the pt has been experiencing overstimulation at the ipg site. An impedance check and x-rays were performed and no anomalies were found. The pt may undergo surgical intervention on a later date.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.